Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken battery tube threads, broken belt clip slot and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the lip of retainer ring was broken. The reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.